Manufacturer narrative:
Multiple attempts were made to reach the user facility for more information on the severity of the patient's injury as well as the type of treatment provided to the caregiver; however, they did not respond. If the customer responds, the investigation will be reopened and a supplemental report will be filed if new information is obtained.

Event description:
It was reported that while loading a 500 lb patient the cot tipped onto its left side. As a result, the patient and two caregivers were injured. The patient sustained an injury to their left leg and left hip. Cargiver #1 sustained injuries to their left hand and left knee. Caregiver #2 sustained injuries to their left hip and left shoulder. The user facility stated that caregiver #2 received treatment, but did not provide details on the type of treatment. The user facility also stated that the injuries to the caregivers were classified as "minor injuries." Multiple attempts were made to reach the user facility for more information on the severity of the patient's injury as well as the type of treatment provided to the caregiver. The user facility did not respond to these attempts.

Event description:
It was reported that while loading a (B)(6) patient the cot tipped onto its left side. As a result, the patient and two caregivers were injured. The patient sustained an injury to their left leg and left hip. No further details have been provided regarding the severity or treatment of the patient's injury. Cargiver #1 sustained injuries to their left hand and left knee. Caregiver #2 sustained injuries to their left hip and left shoulder. The user facility stated that caregiver #2 received treatment, but did not provide details on the type of treatment. The user facility also stated that the injuries to the caregivers were classified as "minor injuries." Attempts have been made to reach the customer for more information; however, the customer has not responded to these attempts.